Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for eval. The exact cause of the users experience could not be conclusively determined at this time. If add'l info becomes available at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a thyroid procedure, the teflon pad on the handpiece peeled back. No fragments fell inside the pt. The procedure was completed with another handpiece. There was no pt injury reported.